Event description:
It was reported that the patient wanted to take the implantable neurostimulator (ins) out because the ins quit working 5 years prior. It was idle for four years in their body. This occurred in 2010. The patient asked if the manufacturer had new models of the ins than the one they had implanted. It was reported that the wires migrated and they turned up the therapy. This event occurred in (B)(6) 2006. It was reported that the patient was feeling ¿tingling in the testicle¿ and had to use the upper part meaning on top of their injury. They were fused from the serum to the upper left in four disc¿s and anytime they got therapy near the spot it would make their ¿testicles¿ feel ¿electrocuted¿ and uncomfortable. The patient told the manufacturer representative (rep) and the rep noted the patient would need to have different wires implanted. They did not get any benefit from therapy and it was a ¿nightmare¿ and ¿aggravation¿ and the patient was not happy with the therapy. The hcp did the temporary install and the rep would do the testing and test the left wire and right wire. The rep would say that they couldn¿t get anything out of the left wire and could get it in the right wire. The patient could feel it in the right and therapy should be correct on both sides. Therapy was supposed to be helping both left and right sides and when the pain got worse it would transfer to the left side when the nerves were swollen and the left leg got numb too. They did care that the wiring needed to or install or adjusted properly. After a while the patient let the ins die because they were afraid to leave the ins charge and have something alive in side of them and not use it. They figured a ¿dead battery¿ with no voltage couldn¿t destroy their spinal cord and the patient was told they had to have the ins removed in five years. The patient had other complications with their back and had 12 surgeries. They were then getting more ¿guts¿ to have the ins taken out. The patient was seeing a new hcp and they had them doing physical therapy because the patient was ¿terribly tight¿ because it had been a long time. They didn¿t have the medicine that worked for them and they found the medicine that worked for the patient. They had the patient ¿doped up¿ on ¿fentanyl and procet¿ like a ¿walking junky¿ and falling asleep at the red light. They could not drive and it was a bad time in the patient¿s life. The patient did not drive because they were on medication.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID 37742, serial # (B)(4), implanted: (B)(6) 2007, product type programmer, patient; product ID 3998, lot # j0461540v, implanted: (B)(6) 2006, product type lead; product ID neu_unknown_ext, serial # (B)(4), implanted: (B)(6) 2006, product type extension; product ID neu_unknown_ext, serial # (B)(4), implanted: (B)(6) 2006, product type extension.

Event description:
Additional information received from the patient on (B)(6) 2016 reported that he could feel the implantable neurostimulator (ins) "pushing his muscles." The patient also noted that he had to have adjustment six times at and got 50 shots of medication for his previously reported therapy issues. The patient noted that he bought a transcutaneous electrical nerve stimulation (tens) unit to help his pain.

Manufacturer narrative:
Concomitant products: product ID: 37742, serial# (B)(4), implanted: (B)(6) 2007, product type: programmer, patient. Product ID: 3998, lot# j0461540v, implanted: (B)(6) 2006, product type: lead. Product ID: neu_unknown_ext, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: neu_unknown_ext, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. (B)(4).